Event description:
It was reported the radio frequency (rf) head is "obviously damaged' and is being sent it in for repair. Follow-up attempts were made and unsuccessful regarding how the rf head was damaged and obtaining the serial number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.